Event description:
Complainant stated that a 3000cc suction liner imploded during a liposuction. There were no pt consequences. Complainant stated cover portion of flexible liner is brittle.

Manufacturer narrative:
Product was made in december 2006, prior to implementation of an expiration date. It is known that product placed in open storage under extended uv exposure can become embrittled. Field experience suggested at least 5 years exposure was required to cause embrittlement. A 3 year expiration date was subsequently instituted pending completion of uv laboratory testing.